Manufacturer narrative:
The t:slim g4 user guide states, ¿before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.¿. The t:slim g4 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 139 mg/dl, and the meter bg reading was 305 mg/dl. The customer's hands were not washed prior to testing bg levels with a bg meter, and customer did not perform a calibration every 12 hours. No additional patient or event information was available. A root cause could not be determined.